Manufacturer narrative:
The insulin pump was received with blank display due to corroded all electronic assemblies. No constant tone or unexpected vibration noted. The device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she dropped insulin pump into water. The customer stated the display went blank and the device had a constant tone and was vibrating without an alarm or alert. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.